Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. Two kinks were found on the catheter tubing approximately 66cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).

Event description:
It was reported after eight days of being on intra-aortic balloon(iab) therapy, the patient was turned and the console generated a fiber optic sensor failure alarm with a loss of aline. The customer disconnected several times and unable to resolve. They switched to transduce the central lumen. Currently pumping without alarms or issue utilizing transducer. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after eight days of being on intra-aortic balloon(iab) therapy, the patient was turned and the console generated a fiber optic sensor failure alarm with a loss of aline. The customer disconnected several times and unable to resolve. They switched to transduce the central lumen. Currently pumping without alarms or issue utilizing transducer. There was no reported injury to the patient.